Event description:
It was reported that this implantable pacemaker device exhibited longevity calculation from two years to elective replacement indicator (eri) in a span of one month. Boston scientific technical services (ts) stated that right ventricular automatic capture (rvac) has been turned on for the first time which can cause the device to suddenly go on eri. In addition, ts also stated that ts do not know why the device tripped eri. It is possible that the magnetic resonance imaging (MRI) had something to do with this since this is not an MRI approved device. Only option now is to replace the device. The device remains in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted and that the associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of the device memory noted no resets, errors, or fault codes. Auto capture was turned on and the device is not operating near a current bin edge. Manual electrical measurements noted normal sensing and pacemaker functions with an end of life (eol) battery status. It is concluded that the device set elective replacement indicator (eri) due to the auto capture function being turned on. This caused the pacing amplitude to increase to 5.0v, causing the device to switch current bins and set eri. The "no problem detected" conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this implantable pacemaker device exhibited longevity calculation from two years to elective replacement indicator (eri) in a span of one month. Boston scientific technical services (ts) stated that right ventricular automatic capture (rvac) has been turned on for the first time which can cause the device to suddenly go on eri. In addition, ts also stated that ts do not know why the device tripped eri. It is possible that the magnetic resonance imaging (MRI) had something to do with this since this is not an MRI approved device. Only option now is to replace the device. The device remains in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted and that the associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. No additional adverse patient effects were reported.